Event description:
The advocate stated, that the customer's glucose was tested using his contour meter and his doctor's meter (brand unknown). The contour read 78 mg/dl, while the doctor's meter read over 200mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. No product will be returned for evaluation.